Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay and there was blood in/on the lobe mechanism. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay and there was blood in/on the lobe mechanism. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the lobe was distorted/bent and there was blood in/on the lobe mechanism.

Event description:
It was reported that during the implant attempt, the physician attempted to implant three left ventricular leads of the same model but was unsuccessful due to the patient's very challenging cardiac vein anatomy. A fourth lead of another model was successfully implanted. No patient complications were reported as a result of this event.